Manufacturer narrative:
Final device analysis results reveal - hole in catheter (user related).

Event description:
The pump and catheter were explanted and returned to the manufacturer for analysis, the patient is noted to be very small and thin. The wound had opened up and exposed pump. Cultures obtained from the abdominal wound, back, and the tip of the catheter were all negative for growth. The patient was converted in oral medication to prevent withdrawal. Approximately two months later the pump was replaced on the opposite side. The patient recovered without sequela.